Event description:
Getinge became aware of an issue with one of surgical lights - hlx3000. The received customer allegation regarded a non-reportable issue, but designated complaint unit employee confirmed based on photographic evidence that the label was chipping off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter was getinge technician. The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code, h3c if other provide code-explain and h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 12th january, 2024 getinge became aware of an issue with one of surgical lights - hlx3000. The received customer allegation regarded a non-reportable issue, but designated complaint unit employee confirmed based on photographic evidence than the paint was peeling from spring arm and the label was chipping off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - hlx3000. The received customer allegation regarded a non-reportable issue, but designated complaint unit employee confirmed based on photographic evidence that the label was chipping off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. Previous h6 component codes: mechanical/label//862 / mechanical/coating material//4768 corrected h6 component codes:mechanical/label//862. Getinge became aware of an issue with one of surgical lights - hlx3000. The received customer allegation regarded a non-reportable issue, but designated complaint unit employee confirmed based on photographic evidence the label was chipping off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment when the event took place. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site city: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - hlx3000. The received customer allegation regarded a non-reportable issue, but designated complaint unit employee confirmed based on photographic evidence than the paint was peeling from spring arm and the label was chipping off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.